Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The switch was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence

Event description:
The customer reported that the 9800 system would fluoro on its own during a case. No pt injury was reported.